Event description:
Information received by medtronic indicated that the insulin pump had crack on the back. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located a crack on the back of the pump found on october 19, 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment. However, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, cracked retainer and broken belt clip rails. Cosmetic damage a crack on the back of the insulin pump was not confirmed, however, other cosmetic damage was noted.